Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.

Event description:
Asku